Manufacturer narrative:
For the last calibration performed on 08-apr-2019, calibration signals were higher than expected for one level of calibrator and were as expected for the second level. There were no alarms on the calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, a sample aspiration error was observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for three patient samples tested with the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. Of the three samples, two had discrepant probnp results. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a probnp value of < 5 pg/ml, which repeated around 5400 pg/ml. The second sample initially resulted with a probnp value of < 5 pg/ml, which repeated around 7000 pg/ml. No adverse events were alleged to have occurred with the patients. The probnp reagent lot number was 358679.